Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure for subcutaneous suturing to close the wound, when the needle was taken out of the package, the thread came off the needle. The product was discarded and a new one was used to complete the case. There was no patient injury.